Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set needle was bent right after insertion on 09-feb-2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.